Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device will not turn on upon inserting the clamp into pump which was reproduced when the evaluator was unable to turn device on while inserting clamp and opening door. The reported symptom was verified through and found to be caused by a failed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on upon inserting clamp into pump. There was no patient involvement. No additional information is available.